Event description:
The user facility reported that there was a burning odor emitting from their v-pro max 2 sterilizer. No report of injury.

Manufacturer narrative:
Investigation of the reported event is in process. The component is being returned for evaluation. A follow-up report will be submitted once additional information becomes available.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the v-pro max 2 sterilizer following the reported event and found damaged components in the control box. The control box component was returned to steris for further evaluation. Evaluation concluded that a loose wire may have caused the reported event; however, due to the damage sustained, the exact cause of the reported event could not be determined. To resolve the issue, the technician replaced the control box, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.